Manufacturer narrative:
/13/97-supplemental report #1 submitted to FDA.

Event description:
During a sigmoidectomy procedure, the instrument was difficult to open before it was applied on the tissue. The surgeon applied another device without patient injury.